Manufacturer narrative:
Since the complaint lot number is unknown, the retain sample could not be evaluated. During evaluation of the pictures of the actual sample we confirmed cut/tear of drain's wall in the area where it was attached to patient's skin. The remainder of the black thread used for attachment is still in the torn area. Our conclusion is that the drain most likely was damaged during use. The complaint is deemed not related to production failure. CAPA deemed not necessary.

Event description:
When jackson-pratt drain removed from patient, assessed by nurse. Visualized to have a crack 3mm at mid-length of drain. The batch number is unknown. The sample was not available for evaluation.